Event description:
The initial reporter stated they received discrepant results for six patient samples tested with the elecsys troponin t hs assay. The samples were each initially tested and/or repeated on one of two cobas 8000 e 801 modules (serial numbers (B)(4)). The initial values were reported outside of the laboratory. Corrected reports were issued for all samples, except sample (B)(6).

Manufacturer narrative:
The customer provided data for four more patient samples with discrepant troponin t results. Sample ID (B)(6) initially resulted in a troponin t value of 30.3 pg/ml on analyzer serial number (B)(6) on (B)(6) 2022 and automatically repeated on the same analyzer, resulting in a value of 30.2 pg/ml. The results were reported outside of the laboratory and the patient was sent to the emergency room. The patient received an unknown treatment in the emergency room. A second sample was collected from this patient and resulted in a troponin t value of < 3 pg/ml. Sample ID (B)(6) initially resulted in a troponin t value of 23.1 pg/ml on analyzer serial number (B)(6) on (B)(6) 2022 and automatically repeated on the same analyzer, resulting in a value of 17.9 pg/ml. The sample was repeated a second time resulting in a value of 19.5 pg/ml. The results were reported outside of the laboratory and the patient was sent to the emergency room. The patient received an unknown treatment in the emergency room. A second sample was collected from this patient and resulted in a troponin t value of < 3 pg/ml. Sample ID (B)(6) initially resulted in a troponin t value of 17.3 pg/ml on analyzer serial number (B)(6) on (B)(6) 2022 and automatically repeated on the same analyzer, resulting in a value of 12.1 pg/ml. The sample was repeated a second time resulting in a value of 13.7 pg/ml. It was unknown if any questionable result was reported outside of the laboratory for this sample. Sample ID (B)(6) initially resulted in a troponin t value of 15.6 pg/ml on analyzer serial number (B)(6) on (B)(6) 2022 and automatically repeated on the same analyzer, resulting in a value of 23.9 pg/ml. The sample was repeated a second time resulting in a value of 17.3 pg/ml. It was unknown if any questionable result was reported outside of the laboratory for this sample.

Manufacturer narrative:
The customer provided data for four more patient samples with discrepant troponin t results. Questionable values from these samples were reported outside of the laboratory. Sample ID (B)(6) initially resulted in a troponin t value of 25.2 pg/ml on analyzer serial number (B)(6) on (B)(6)-2022 and automatically repeated on the same analyzer, resulting in a value of 21.3 pg/ml. The results were reported outside of the laboratory and the patient was sent to the emergency room. The patient received an unknown treatment in the emergency room. A second sample was collected from this patient and resulted in a troponin t value of < 3 pg/ml. Sample ID(B)(6) was repeated, resulting in a value of 3.7 pg/ml on analyzer serial number (B)(6)on (B)(6)-2022. Sample ID (B)(6) initially resulted in a troponin t value of 28.2 pg/ml on analyzer serial number (B)(6) on (B)(6)2022 and automatically repeated on the same analyzer, resulting in a value of 25.9 pg/ml. The results were reported outside of the laboratory and the patient was sent to the emergency room. The patient received an unknown treatment in the emergency room. A second sample was collected from this patient and resulted in a troponin t value of < 3 pg/ml. Sample ID (B)(6) was repeated, resulting in a value of 3.6 pg/ml on analyzer serial number (B)(6) on (B)(6)2022. Sample ID (B)(6) initially resulted in a troponin t value of 20.4 pg/ml on analyzer serial number (B)(6) on(B)(6)2022 and automatically repeated on the same analyzer, resulting in a value of 20.6 pg/ml. The results were reported outside of the laboratory. The sample was repeated on analyzer serial number (B)(6) on (B)(6)2022, resulting in a value of 4.1 pg/ml. Sample ID(B)(6) initially resulted in a troponin t value of 42.5 pg/ml on analyzer serial number (B)(6) on (B)(6)2022 and automatically repeated on the same analyzer, resulting in a value of 45.4 pg/ml. The results were reported outside of the laboratory. The sample was repeated on analyzer serial number (B)(6) on (B)(6)-2022, resulting in a value of 24.5 pg/ml. There was no allegation of death or serious injury to these four patients. Upon review of the sample foam detection images from the analyzers, a majority of the samples contained white particles, fibrin, or even clots. Some samples showed droplets on the side of the sample tube walls.